Event description:
The customer reported a high blood glucose level, but the specific value was unknown, only that it displayed as "high" on their continuous glucose monitor. To address the issue, the customer administered a correction bolus via the pump, and a technical support specialist instructed them to perform various checks. The customer agreed to a system check and was advised to replace supplies if necessary and resume insulin.